Event description:
Patient developed symptoms of hypersensitivity about 3 weeks after injection which became worse over last 2 months. Physician has prescribed valtrex orally in case there is some viral aspect to this event.